Event description:
It was reported that two (2) 1000ml evacuated containers were found damaged (cracked glass). This was observed before use. The shipping box was in good condition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not received for evaluation; however a photograph was provided which showed a cracked bottle inside the shipping box. A distribution review was performed on the order with no issues noted during shipment of the product. The reported condition was identified. The cause of the damage could not be determined; however may be due to shipping activities after the product left the warehouse. Should additional relevant information become available, a supplemental report will be submitted.